Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic and motor assemblies. The insulin pump was received with light moisture damage to keypad traces. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer's blood glucose was 100 mg/dl. The customer stated the insulin pump fell into the toilet. The customer reported fluid was present under the lcd display. The customer stated the insulin pump powered off as a result of the moisture exposure. Customer stated there was no cracks visible on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.